Event description:
Case description: investigation results : suspect: novopen 4, batch no: pvggd47-1. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It was not possible to detect the alleged fault. The product including pen cap was found to be normal. A batch record review was found to be normal. During examination of the product, no irregularities related to the complaint were detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission the case has been updated with the following: is non-reportable updated as no investigation results updated final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab b,c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly final manufacturer's comment: 28-apr-2025: the suspected device novopen 4 returned to novo nordisk for evaluation. Upon investigation, device was found to be functioning normally, as per the specifications. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. H3 continued: evaluation summary suspect: novopen 4, batch no: pvggd47-1 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It was not possible to detect the alleged fault. The product including pen cap was found to be normal. A batch record review was found to be normal. During examination of the product, no irregularities related to the complaint were detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.

Event description:
Patient went to the ICU because the insulin was not being injected [hospitalisation]. Pen was not applying insulin to the patient [device failure]. Pen spring is locked, it does not move and when it fires, the pen cap does not come back up [device mechanical issue]. Case description: this serious spontaneous case from brazil was reported by a consumer as "patient went to the ICU because the insulin was not being injected (hospitalization)" with an unspecified onset date, "pen was not applying insulin to the patient (device failure)" with an unspecified onset date, "pen spring is locked, it does not move and when it fires, the pen cap does not come back up (device mechanical issue)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novolin n penfill (insulin human isophane 100 iu/ml) from unknown start date for "product used for unknown indication", patient's height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen 4: novolin n penfill: medical history was not provided. On an unknown date, patient reported that pen was not applying insulin to the patient. Patient's relative added that the pen spring was locked, it does not move and when it fires, the pen cap does not come back up. Due to this pen failure, patient went to the ICU, as they thought that for six days insulin was being injected into the patient, but it wasn't. Other details of hospitalization were not reported. Batch numbers: novopen 4: pvggd47-1. Novolin n penfill: requested. Action taken to novopen 4 was not reported. Action taken to novolin n penfill was not reported. The outcome for the event "patient went to the ICU because the insulin was not being injected (hospitalization)" was not reported. The outcome for the event "pen was not applying insulin to the patient (device failure)" was not reported. The outcome for the event "pen spring is locked, it does not move and when it fires, the pen cap does not come back up (device mechanical issue)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 17-mar-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. Company comment: hospitalization is assessed as unlisted according to novo nordisk current reference safety information of novolin n. Information on events preceding hospitalization, signs and symptoms presented by the patient, relevant medical history, final diagnosis, results from any clinical and laboratory investigations performed, details on exposure of suspect, event outcome, indication of the suspect, concomitant medications and illness, hospitalization dates, action taken to suspect drug are not available for thorough medical assessment. This single case report is not considered to change the current knowledge of the safety profile of novolin n.